Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 1627487-2020-03935. It was reported that high impedance issue was observed on both leads resulting in the patient not receiving effective therapy. Both leads were explanted, and new leads were implanted to resolve the issue. There were no complications during the procedure and effective therapy was restored post procedure. Patient was stable.